Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel of the forearm. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the physician could not retract the device into a 5f non-bsc sheath due to severe resistance. The device was removed from the patient together with the sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.